Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2021. A pre-operative chest x-ray confirmed the rv lead had dislodged due to twiddler's syndrome. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular (rv) lead sensing had changed, the lead impedance had risen and the rv lead was capturing and over-sensing the atrium. The physician suspected the patient dislodged the lead due to twiddler's syndrome. The patient was asymptomatic. The rv lead had high voltage therapies programmed off. The patient was stable throughout.